Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va14s82, implanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va11hs0, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative (rep) via the patient reported that as of an unknown date they had an infection behind the ear, on top of the head on the right side, and at the implantable neurostimulator (ins) site. The healthcare provider (hcp) prescribed them antibiotics, rather than removing the lead. It was stated that antibiotics were started on (B)(6) 2016, however, event information indicates that they were started after the (B)(6) 2016 implant. The issue was not resolved at the time of the report and follow up is being conducted for clarification and further information. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.